Event description:
The caller alleged a variance between two (2) inratio inr results. Results are as follows: date inratio inr (B)(6) 2015 1.4 and 2.1 therapeutic range: 2.0 - 3.0 the time between testing was less than five (5) minutes. Reportedly, the caller used improper techniques when performing the inratio testing by not immediately applying the blood sample to the test strip after the finger stick was performed and creating a bubble on the testing strip, while using the capillary tube. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. Although multiple techniques were identified in the complaint, a root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.